Event description:
The pump was replaced due to missing propellant. No other clinical information was reported. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(For missing propellant).